Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device lot history record is forthcoming.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the iliac artery, the fox plus balloon ruptured during the first inflation at 10 atmospheres. The device was completely removed without difficulty and the procedure was completed using another fox plus balloon. There was no adverse pt effect. Though requested, no add'l info was provided.